Event description:
This patient experienced a sudden deterioration in sound with his cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantable surgery occurred in 2004. The healthcare profession was informed that the explanted device should be returned to cochlear americas.